Manufacturer narrative:
B5; additional information received: it was reported that the aneurysm rupture occurred approximately 10 years and 3 months after the first 2 valiant captivia were implanted and occurred due to a type iii endoleak observed in the mid-descending thoracic aorta. Intervention was performed where balloon occlusion of the rupture followed by relining of the graft with a new stent graft was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts (vamf4444c200tu / vamf3434c200tu) were implanted during an endovascular treatment of a thoracic aortic aneurysm. Approximately 4 years post the index procedure, additional valiant captivia stent grafts (vamf4642c150tu/ vamf3632c150tu) were implanted on (B)(6) 2017. It was reported on an unknown date, the patient was diagnosed with an aortic rupture. No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: vamf3434c200tu s/n: unknown; use by date: unknown; upn # unknown vamf4642c150tu s/n: unknown; use by date: unknown; upn # unknown vamf3632c150tu s/n: unknown; use by date: unknown; upn # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.